Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose level (bg) was reading "high". Reportedly, the customer administered a manual injection to address bg level. A cartridge change was performed resolving the issue.